Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine device check. Upon interrogation, it was noted that there were multiple mode switch episodes due to right atrial lead noise. The noise could not be reproduced in the clinic with isometrics. No intervention was performed. The patient was in stable condition and would continue to be monitored.